Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: current weight 200 lbs. Concurrent conditions included body mass index normal, menorrhagia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), pelvic pain ("pelvic pain/ pain in pelvic area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, weight increased and fatigue outcome was unknown, the dysmenorrhoea, female sexual dysfunction, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the hot flush had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and left cornua had 3 visible coils information received: possible pregnancy but no date given about pregnancy only information date is given (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: newly added events- vaginal haemorrhage, menorrhagia, outcome of the previously reported event- pelvic pain female, apareunia, dysmennorhea were updated, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: current weight 200 lbs. Concurrent conditions included body mass index normal, menorrhagia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea/dysmenorrhea (cramping),"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), pelvic pain ("pelvic pain/ pain in pelvic area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, weight increased and fatigue outcome was unknown and the hot flush had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and left cornua had 3 visible coils. Information received: possible pregnancy but no date given about pregnancy. Only information date is given (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included abdominal cramps and altered hormone level. Current weight 200 lbs. Concurrent conditions included body mass index normal, menorrhagia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), pelvic pain ("pelvic pain/ pain in pelvic area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, weight increased and fatigue outcome was unknown and the hot flush had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and left cornua had 3 visible coils information received: possible pregnancy but no date given about pregnancy only information date is given (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 7-jul-2020: pfs received event outcome of event genital bleeding was updated as recovered. Patient aka name was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included abdominal cramps and altered hormone level. Current weight 200 lbs. Concurrent conditions included body mass index normal, menorrhagia and adenomyosis. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea/dysmenorrhea (cramping),"). On (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), pelvic pain ("pelvic pain/ pain in pelvic area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral) (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, weight increased and fatigue outcome was unknown and the hot flush had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and left cornua had 3 visible coils. Information received: possible pregnancy but no date given about pregnancy only information date is given (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: current weight 200 lbs. Concurrent conditions included body mass index normal, menorrhagia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), female sexual dysfunction ("paramenia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), pelvic pain ("pelvic pain/ pain in pelvic area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, weight increased and fatigue outcome was unknown and the hot flush had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and left cornua had 3 visible coils information received: possible pregnancy but no date given about pregnancy only information date is given 16 jun 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea,dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs +mr received- lot number were added. New events hot flashes, pelvic pain, fatigue, weight gain were added. New reporter, patient information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : pain ¿ apareunia, dysmenorrhea, dyspareunia, gen. Abnorm. Bleed, plaintiff did not undergo essure confirmation test. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.